Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor; unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was received with minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis in february 2016 with a high blood glucose level of 420 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they consulted with their healthcare provider about what may have caused their blood glucose to rise. The customer states that their insulin pump does not work and would like a replacement the customer set their device back for analysis.